Event description:
The customer reported that in the past three days the insulin pump alarmed motor error during a bolus. During boluses, the insulin pump stopped delivering insulin after two to three units. He disconnected from the insulin pump and could see a buildup of insulin. The insulin pump was not alarming no delivery. Customer's blood glucose level was 147 mg/dl. The insulin pump was exposed to x-ray body scanners at the airport. He was able to complete the rewind sequence. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unable to prime during prime/compromised force sensor system test and motor error alarm during the basic occlusion test due to faulty force sensor resistor. Motor passed motor test. The displacement test functioning properly. Insulin pump received with cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, and cracked battery tube threads.